Manufacturer narrative:
(B)(4)

Event description:
The customer reported when the customer powers on the device, they found message that "equipment disabled system failure. There was no reported patient involvement.